Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed multiple motor errors. The customer stated that they have changed the entire set and was trying to deliver bolus but the insulin pump kept receiving motor errors. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a rewind. The customer was able to complete pump rewind but the alarm history contained more than one motor error alarms within the last thirty days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer reported having the following blood glucose level in correspondence to the motor errors: (B)(6) 2017 (157 mg/dl), (B)(6) 2017 (211 mg/dl, 348 mg/dl, 103 mg/dl), and (B)(6) 2017 (286 mg/dl, 371 mg/dl, 450 mg/dl, 98 mg/dl, 380 mg/dl, 170 mg/dl). The customer declined troubleshooting for the reported high blood glucose readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.